Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 11 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since july of 2001. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.